Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, a "status 89" message was observed and the device would not charge energy when selected. In addition, the device would not enter manual-mode operations. The complainant indicated that there was no pt involvement in the reported malfunction.